Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the row board cabling was loose. A field service engineer (fse) tightened all connections, rebooted the station, and verified normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed on cm2d3 station. Customer tried to recover the storage space, but issue remains the same the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.